Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one (1) portion / fragment of the unknown biomet screw for evaluation. Visual evaluation of the as returned device identified the fractured screw fragment stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used - clinician error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the general dentist broke prosthetic screw inside implant, can not retrieve it. Tooth # 14. The implant had to be removed.

Manufacturer narrative:
Zimvie complaint (B)(4). D10: dental implant, osseotite tapered certain implant 5 x 11.5mm, lot number 2018051876.